Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the difficulty inserting the lead and connections was some resistance to advancing the lead, fully, into the ins port. As initially stated the connections were resolved on second communication with the ins. The cause was not determined, but had resolved. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was having a replacement due to normal battery depletion. The physician had a difficult time inserting the lead into the top port of the new implant while in the operating room. The physician decided to leave contact 3 not fully inserted and exposed. The representative was in recovery with the patient trying to program and stated he might not have been programmed correctly. The representative went back and reconnected, established communication and the connections were all resolved. No further issues were reported for the patient. No patient symptoms reported.